Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced severe abdominal pain; severe abdominal pain 3 inches below navel. Event date: (B)(6) 2016. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient later reported on (B)(6) 2016 that the severe abdominal pain turned out to be a bladder infection after seeing a doctor who gave her medication and she was okay. The patient stated it nothing to do with the stimulation she just panicked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.